Event description:
Pt presented with chest heaviness at rest consistent with unstable angina and was brought in for cardiac catheterization. Attempted access on right femoral artery with cook micropuncture (mpis-4010-10). Upon access attempt, a small segment from introducer wire separated causing fragmentation within arterial access. Wire fragment ultimately removed via access through left femoral artery. Original planned procedure aborted and completed the following day. Pt. Discharged home on (B)(6) 2013. (B)(4).